Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 525 mg/dl. The customer stated that she was nauseated and vomiting prior to the event. The customer was told that she needed to turn the unit off while she was in the hospital. Assisted the customer with the settings. The customer had no questions or concerns about the insulin pump being a contributing factor to the hospitalization. Nothing further was reported.